Event description:
It was reported that the patient was implanted with click'x on a unknown date. Later, it was discovered that the patient fell and was suspected to have pseudarthrosis at l5-s1. A revision surgery was performed on (B)(6) 2014 and click¿x was explanted and expedium was implanted into the patient at levels t8 to the pelvis. During the removal of the transconnector the tip of the driver sheared off. The rescue driver became stuck in the handle at the end of the case. The implant and instrument was easily removed without additional intervention. Procedure was successfully completed without any delay. This is report 2 of 7 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: a product development event evaluation was performed. The most recent versions of the drawings for these parts were reviewed as part of this evaluation. No changes in design have been implemented since these parts were manufactured.

Manufacturer narrative:
A manufacturing evaluation was conducted. The report indicates that tecomet kenosha manufactured the ratchet straight handle with low toggle, p/n 03.620.100, and synthes lot numbers 5311972 and 5311973 (supplier lot number 563947g06) for po 665243. Tecomet kenosha responded on april 29, 2014 and stated that the ¿the damage suggests that the shaft was assembled to the adapter incorrectly and forced to lock in the wrong position.¿ all of tecomet kenosha¿s top-level and component dhrs ¿were reviewed and found complete¿. Based on the specifications at the time of the original manufacturing, the unknown root cause. The ratchet handle was received with a part jammed inside of it. The part could not be removed at synthes. Device was used for treatment, not diagnosis.

Manufacturer narrative:
(B)(6). A device history review was conducted. The report indicates that there were two lots for this DHR review. (B)(4). There were no mrrs, ncrs, or complaint-related issues that would contribute to this complaint condition. (B)(4) parts were released to the warehouse on august 21, 2006. (B)(4). There were no mrrs, ncrs, or complaint-related issues that would contribute to this complaint condition. (B)(4) parts were released to the warehouse on august 22, 2006. Subject device has been received and is currently in the evaluation process. Unknown device was used for treatment, not diagnosis. Placeholder.